Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable findings of catheter-guide break. Block h11: a naviflex rx delivery system was received for analysis. Visual and microscopic inspections found that the guide catheter was kinked and detached. No other problems were noted with the device. Product analysis confirmed the reported event of device damaged/defective. The observed events of catheter-guide kinked, and break were most likely due to the way the stent was deployed during the procedure, the tortuosity of the procedure, or the physician's technique not being able to deploy the stent, which consequently caused the physician to apply more force to deploy the stent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the delivery system was damaged, and the stent could not be deployed. It is unknown which part of the device was damaged, the nature of the damage, and the outcome of the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the guide catheter was detached. Please see block h11 for full investigation details.